Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07714. It was reported the patient was not receiving effective stimulation; the stimulation was providing some relief. The physician noted that neither medication nor the scs system was relieving pain. Reprogramming was able to provide some stimulation coverage of the left hand, but the patient reported a burning sensation with the stimulation after reprogramming. There were multiple contacts with invalid impedances. The patient was to meet with a different physician for a second opinion.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.